Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient was hospitalized, spent a period of time in rehabilitation, and required physical therapy. The patient had a cardioversion and was prescribed anti-arrhythmic medication to resolve the issue. No further patient complications have been reported as a result of this event.